Event description:
Accuracy issues on her plink meter, readings are not consistent with how she feels. Analysis run on clark error grid using mean average reading (251) as refernce point vs. Bd readings (134, 367) yielded some data points in the c/d range of the grid, outside acceptable limits.